Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified by reviewing the internal error logs. Erased the persistent memory on the fluoro function board and verified ac tap voltages. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800's fluoro function board rebooted in the middle of a procedure and required a system reboot. There was no adverse patient involvement reported. No patient information was reported.